Manufacturer narrative:
Received 1 picture of a silicone catheter. The reported event was inconclusive due to the poor sample condition. Per the visual inspection of the received picture, no balloon burst was noted. The photo only shows the cap information. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities 3cc balloon: use 5ml sterile water, 5cc balloon: use 10ml sterile water. Do not exceed recommended capacities. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the catheter fell out of the patient. The complainant reported that the foley balloon had burst. The complainant reported that no pieces were missing. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out of the patient. The complainant reported that the foley balloon had burst. The complainant reported that no pieces were missing. No medical intervention was reported.

Manufacturer narrative:
Received 1 lubrisil intermittent catheter with drain bag. The reported event was confirmed as cause unknown. Per visual inspection, no defects were observed along the catheter. Per functional evaluation the balloon was inflated with 10cc of air using a syringe and deflated; after the balloon was inflated with 10 cc of a mix of tap water and blue methylene using a syringe and the water came out due to a pinhole. The dimensional evaluation of the active length shows that the catheter was manufactured within the specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities 3cc balloon: use 5ml sterile water; 5cc balloon: use 10ml sterile water; do not exceed recommended capacities. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the catheter fell out of the patient. The complainant reported that the foley balloon had burst. The complainant reported that no pieces were missing. No medical intervention was reported.